Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing of ventricular fibrillation was observed on the right ventricular lead following a recent unrelated left ventricular assist device (lvad) procedure. The lead was subsequently explanted and replaced. The patient was stable.